Event description:
Additional information received from the complainant confirms that the patient did not have a uti. Based on the additional information provided, this event is no longer considered a reportable scenario.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2009. According to the complainant, the patient experienced the following anticipated symptoms following his treatment with prolieve: bladder pressure for 45 minutes on (B)(6), 2009; symptom resolved. The patient was treated with urelle. Hematuria commenced on (B)(6), 2009; symptom resolved (B)(6), 2009. Urinary tract infection commenced in (B)(6) 2009. Patient's condition reported as good at one year checkup.

Manufacturer narrative:
The reportable event of a urinary tract infection (uti) was reported. Additional information received confirmed that the patient did not have a uti. (B)(4) reported previously, is no longer applicable based on the additional information received.